Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The data indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear as seen by a dip in pulse widths accompanied by a rotational sensor failure to transition. During the investigation no damages or defects were observed that would contribute to the slipping; the cause could not be conclusively determined.